Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports code 103 (underdelivery) for plum xlm products approximately 0.00/million sets.

Event description:
Underdelivery reported. The pump was set to infuse a tpn solution at 75ml/hr. When checking to determine when the next bag of solution was due to be started, pharmacy noted the containers were hanging over 18 hrs instead of the expected 13.3 hrs. This occurred over several bags/shifts. There were no adverse effects to the pt. When discovered, the pump was switched out.